Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that were in the 200's (mg/dl). Customer alleged the cause of the elevated bg level was from the pump no delivering insulin. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42 and that an inaccurate fill estimate was received. Customer reported that the touchscreen also became frozen the error 42 screen. Reportedly, the customer continued to use the pump for insulin therapy.